Manufacturer narrative:
The device was returned to resmed. An evaluation confirmed the reported complaint and revealed the device would not power on. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and had a black display. The device was not in patient use when the reported event occurred.